Event description:
Switching the pm: axios d, the pm in use, is running from the beginning in vvi mode, rate 62 ppm magnetic rate 80 ppm, permanent voo. The pm can neither be interrogated nor programmed.